Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. The reload clamping mechanism was deformed. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No fu rther actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of clamping mechanism was deformed that has no relationship to the reported condition. Replication of the deformed anvil clamping mechanism may o ccur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophageal and jejunal anastomosis on a laparoscopic endoscopic radical gastrectomy, the surgeon was able to press the green button but unable to squeeze the handle, so the device did not fire. The next reload had the same difficulties. The handle and reload was replaced and fired, but there was poor staple formation and incomplete staple line. This caused an esophageal tissue tear. The incision was extended more than one inch because the surgery was converted to an open surgery. The surgical time was extended for three hours. The surgeon performed manual suture to complete the case. The hospitalization would be extended for at least a week because the patient would be under observation.